Event description:
It was reported that a revision surgery from the left hip was performed due to metallosis, high cobalt and chromium, and adverse local tissue reaction.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the hemi head & modular sleeve were removed. The acetabular cup & stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup / head / sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head + cup. Similar complaints have been identified for the sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. The reported pain, elevated metal ions and the noted intraoperative findings of black soot like substance on the trunnion are consistent with findings associated with metal debris and/or trunnionosis. However the root cause of the reported clinical findings cannot be confirmed, neither can it be concluded that the clinical reactions are associated with mal-performance of the implant without the supporting histopathology report and relative imaging or explant. The patient impact beyond the pain and reported revision cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.